Event description:
It was reported that the bolus is out of order. There was unknown patient involvement. The device evaluation found a detached downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal and a damaged remote dose connector. Functional testing was able to duplicate the reported issue. The dso seal and remote dose connector were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.